Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, station need to be brought back online to remove a medication. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number.a review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-sep-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue.upon investigation of the actual device used in this incident, it was determined that the station need to be brought back online to remove a medication. A technical support specialist confirmed that the station had been offline for an extended period and required a full synchronization to restore communication and data consistency, performed a full synchronization successfully and verified that the station came back online, confirmed normal operation following synchronization, and the customer was informed that the station was back up and functioning properly. The system functioned as intended after the technical support specialist troubleshot the device.